Manufacturer narrative:
Device manufacture date was unknown. The device lot number was unknown. Reporter¿s complete mailing address was not provided. Reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the cutter device was broken and had a drop in rotational speed. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. It was reported that the broken pieces were retrieved from the patient. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.